Event description:
The initial reporter received questionable elecsys probnp ii results from two patient samples tested on the cobas e411 disk. The initial results were reported to the patients. The reporter issued corrected reports. The reporter was able to provide one example of discrepant results. The initial result was 45.43 pg/ml. The repeat result was 8711 pg/ml. The reagent lot number is 63046800. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found that the event was due to bubbles or foam as the bead mixer was not properly adjusted. He then adjusted the bead mixer speed to the correct specification. The qc was reported to be within range. The alarm trace did not indicate any issues. The patient sample tube was centrifuged for 5 minutes at 4000 rpm in a fixed-angle centrifuge. The recommended centrifugation time and speed is 5-8 minutes at 3000-3500 rpm. The centrifugation speed may be too fast.  After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.  Based on the information provided, the event was consistent with the presence of foam on the reagent as the bead mixer was not properly adjusted.